Event description:
Country of complaint: USA. Neck of bottle ruptured, granules in packaging.

Manufacturer narrative:
Samples received: one open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open pouch with an unopened ampoule with leakage signs. The ampoule has been optically evaluated and a crack at the base of the neck of the ampoule that corresponds to the injection point. Reviewed the batch manufacturing records a deviation is found (elevated temperature in the peel seam welding, was considered uncritical because at the time of this deviation no goods were manufactured). Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: we have opened a corrective and preventive action ak201485274 in order to determine the root cause of this defect and actions.